Event description:
It was reported while using bd bbl¿ calcofluor white reagent dropper, an unspecified number of droppers were contaminated. There was no report of patient impact.

Manufacturer narrative:
"Investigation summary: this memo serves to summarize findings on your recent complaint 7534886 on product 261194 (dropper calcofluor white), lot numbers b02e299m and b02e347m, where it was observed that the reagent was contaminated with hyphae. Event description: "" customer states the product is contaminated."" Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does not indicate any manufacturing issues. Sample analysis: no photos or returns were available. The retention samples did not exhibit any defects. Evaluations results: based on the investigation, no defect was observed. An inspection of the returns provided did not show any defect with the ampoule. There is no systemic failure in the manufacturing process and the retention samples were satisfactory. No complaint trend exists on this issue with this product. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. As no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time. However, bd will continue to monitor for trending." This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.